Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 464 mg/dl. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the hospital. Multiple follow up attempts were made to acquire further information, however, no response was received by the customer. No additional information was available.